Event description:
In a percutaneous balloon dilatation of l4 vertebrae involving the use of osteopal v bone cement, an adverse event occurred where the bone cement hardened within 8 minutes after being implanted. This rapid setting of the bone cement led to the injector's nozzle becoming irreversibly stuck, forcing part of the nozzle to remain permanently embedded in the patient's body. The procedure took place in an operating room with a temperature of 24°c, and the cement was mixed at 15:40 for one minute and applied three minutes later. The mixture was reported to be homogenous with no unmixed powder. Upon completion of the injection at 15:48, the nozzle of the cement injector could not be taken out because the cement had solidified. To address this, the surgical team had to reopen the incision and cut the nozzle, which resulted in part of it staying within the patient's body permanently. The mixing system used was hand-mixing.

Manufacturer narrative:
In a percutaneous balloon dilatation of l4 vertebrae involving the use of osteopal v bone cement, an adverse event occurred where the bone cement hardened within 8 minutes after being implanted. This rapid setting of the bone cement led to the injector's nozzle becoming irreversibly stuck, forcing part of the nozzle to remain permanently embedded in the patient's body. Based on the batch record review no product deficiency could be identified. Information on the application device used was requested but not received yet. At a room temperature of 24°c the osteopal v starts to set at 7.5 minutes. As the bone cement was mixed for 1 minute instead of 30 seconds this might have further accelerated the setting. Following information is provided in the IFU: "procedure for use mixing the components: the liquid from the glass ampoule is placed in a sterile mixing vessel. Then the powder is added from the open inner sachet. The mixture is stirred with a sterile spatula or spoon until a homogeneous paste is produced. The mixture should be stirred for 30 seconds regardless of the ambient temperature. Strict adherence to the instructions for mixing the cement powder and monomer liquid components can minimise complications. The cement components can also be mixed in a mixing system with or without vacuum. The mixing times for mixing with or without vacuum are also 30 seconds, independent of the ambient temperature. Details on the mixing systems are provided in their instructions for use. The processing time and polymerisation is greatly dependent on the temperature of the components and the environment. Higher temperatures accelerate and lower temperatures slow down the hardening time. Processing the viscosity increases with progressing polymerisation, i.e. As the processing phase progresses. The bone cement paste should be placed in an application system immediately after mixing because its viscosity is still low and it is easy to aspirate at this point. To prevent vascular leakage of bone cement, the bone cement should be applied when it is a paste-like consistency. Osteopal® v can be introduced into the vertebral body using an application system that has been approved for percutaneous vertebroplasty or kyphoplasty and enables steady and controlled injection. The handling of the system is described in the manufacturer's instructions for use. During intravertebral application, systematic real-time fluoroscopy (latero-lateral) is necessary. In the event of paravertebral cement leakage, cement injection must be immediately stopped and can be continued after the cement's viscosity has been increased. If the vertebral filling is not sufficient, additional contralateral access is viable. After augmentation, a mandrel should be inserted into the hypodermic needle so that no traces of bone cement remain in the soft tissue after removal of the hypodermic needle. The mixing, waiting, application and setting times for osteopal® v are shown in the diagrams at the end of the instructions for use. The values are valid for application using a 3-ml single-use syringe and a cannula with a diameter of 3.0 mm and a length of 10 cm. The processing may be different for other application systems. Cannulae with a diameter of less than 1.8 mm (13g) should not be used. The patient must remain immobilised until the bone cement has fully set." Therefore, the user must have been aware that the room temperature was on the limit for mixing and application of the bone cement based on the information provided.